Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels between 15 mmol/l and 20 mmol/l with nausea, headache, feeling worn out. Patient reported that using a back up treatment plan of injections blood glucose levels were 7.6 mmol/l. The patient confirmed no new medications, no new activities and/or stressors, and no new changes in diet. Customer support walked the patient through checking the pump settings and confirmed that all of the pump settings were programmed as desired. The pump prime history showed that the patient was correctly changing the site every three days and was priming the appropriate amount of insulin. The total daily dose history was reviewed and was found to be adding up correctly. The pump bolus history indicated that all boluses were given to completion. There were no relevant alarms in pump history. The patient confirmed that the site looked fine and confirmed no bumps, bruising, bleeding, or leaking at the site. The patient reported contacting a health care professional who reportedly felt that there was no need for rate adjustments and requested the pump be replaced. This report is made based on the allegation that the patient experienced hyperglycemia associated with a request from a health care professional for the pump to be replaced.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 03/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history indicated that the pump emitted an empty cartridge alarm on (B)(6) 2012 at 10:37 and the delivery was not resumed until (B)(6) 2012 at 11:09. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.